Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes. Returned to manufacturer on oct 29, 2025. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. 1 of the reported 1 opened patient interface was received within original packaging confirming the reported lot number. A visual inspection of the returned product reveals debris on the lens. The reported issue is confirmed. Due to the opened condition of the product return, how and when the debris occurred cannot be determined. Therefore, product deficiency and malfunction cannot be confirmed. Per dfu, 1 procedure, "inspect all parts for damage or disconnection. Do not attempt to use any damaged product." As the unit should have been inspected before being applied to the patient's eye, the issue can be attributed to user error. Additionally, since the product was returned open, it cannot be ruled out that the observed debris could have been introduced as a result of handling. Therefore, a failure investigation will not be performed. Johnson & johnson surgical vision will continue to monitor this type of complaints. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section d6a: if implanted, give date: not applicable, as the patient interface is not an implantable device. Section d6b: if explanted, give date: not applicable, as the patient interface is not an implantable device. Section h3: the patient interface was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
Customer reported a fiber or debris on a cone that touched patient's eye. The procedure was completed successfully using a different patient interface. There was no patient injury, and no surgical intervention. Patient demographics were requested but not provided, and suction to the eye was not achieved with the complaint patient interface. No further information was provided.